Manufacturer narrative:
Guide wire: .014 viperwire advanced; guide cath: al1; 6 fr jr4. There was no reported product deficiency and the product was not returned. The reported patient effect of perforation, as listed in the xience prime/ xience prime ll everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0x38 and 3.0x33 mm xience prime stent delivery systems referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during an elective coronary intervention of a chronic totally occluded 100% stenosed proximal lesion of the right coronary artery (rca), multiple guide wires of fielder, fielder xt, sion, prowater, miracle bros., and pilot were attempted but could not cross the lesion. There was no reported adverse patient effect with the guide wires. Predilatation was performed using a 3.0 x 20 mm trek rx balloon dilatation catheter (bdc) over a pilot 200-300 cm guide wire without issue. It was noted that several times throughout the procedure an asahi corsair microcatheter was advanced but could not cross the lesion. The device was removed without reported issue. A 2.5 x 38 mm xience prime ll drug eluting stent (des) was placed in the rca; a 3.0 x 38 mm des was placed proximal in the rca; a 3.0 x 33 mm des was placed proximal in the rca. A right coronary angiogram was performed. A 3.0 x 20 mm trek dc was used for post dilatation of the stents, however, some perforation was noted in the mid rca which required successful coverage using a 3.0 x 19 mm and a 3.0 x 12 mm graftmaster covered stent and prolonged inflation. Successful recanalization of the rca with 0% occlusion from the pre-procedure 100% stenosed vessel. The patient was discharged to home on (B)(6) 2012 in stable condition. No additional information was provided.